Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, d9, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, the maj-674 (mouthpiece) melted and deformed at autoclave, could not be identified. The root cause could not be specified. The actual item was analyzed and confirmed that it was partially melted. In case the event was due to influence by autoclave, whole mouthpiece should be melted by high temperature. However, the actual item was partially melted. We presume from above that temperature of the chamber was particularly high at certain location in the chamber by some reason which led to the item partially melted. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿n/a. There was no information on cause of the event as obvious misuse by the user.¿ olympus will continue to monitor the field performance for this device.

Event description:
It was reported, the mouthpiece melted and deformed when autoclaved at 132-134 for 5 minutes. The temperature was then lowered to 121. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.